Manufacturer narrative:
Additional information/adjudication minutes were received and reviewed. The committee noted that: mi (protocol definition) (B)(6) 2013 1275 disagree; arc [spontaneous] (B)(6) 2013 1275 agree; stent thrombosis (protocol definition) (B)(6) 2013 disagree; stent thrombosis (arc definition) (B)(6) 2013 disagree; bleeding complication (B)(6) 2013 agree the patient is a (B)(6) woman with a history of CABG surgery on (B)(6) 2003, lvef of 40%-50%, pad with left carotid endarterectomy, dyslipidemia, hypertension, stroke in (B)(6) 2000, copd, and mi on (B)(6) 2003, nyha class iii hf, pvd with claudication, diabetes, renal insufficiency (not dialysis-dependent) and smoking who presented with unstable angina (class and clinical circumstances reported as unknown) and a 95% stenosis in the svg to the 1st om. On (B)(6) 2010, she underwent the index procedure with pre-stent balloon angioplasty, placement of one study stent and post-stent balloon angioplasty in the distal svg to the 1st om. The angiographic core lab reported a 39% final residual in-lesion stenosis with no dissection and timi 3 flow. Pre-procedure, on (B)(6) 2010, hemoglobin was 14.4 gm/dl and hematocrit was 44.7%. Pre-discharge on 03/13/2010 hemoglobin was 13.3 gm/dl and hematocrit was 39.8%. The post-procedure course was uncomplicated and the patient was discharged on (B)(6) 2010 on dual antiplatelet therapy. On (B)(6) 2013, the patient presented with relapsing/remitting substernal pressure of three-day duration with radiation to the left arm, which was not worsened by exertion including walking and climbing stairs. In the morning of (B)(6) 2013, when showered, her chest pain recurred. It resolved within 20 minutes with taking one sub-lingual ntg. The patient was still concerned about cause of chest pressure and presented to osh. She felt fatigued. While she was waiting for the doctor, her pain recurred in the left arm and anterior chest. She reported 10/10 pain without associated symptoms. Subsequent ECG revealed atrial fibrillation with rapid ventricular response of 150 beats per minute. Palpitations were felt by the patient. She was administered asa 325 mg, one sub-lingual ntg again, and metoprolol 5 mg IV. The patient stated that ¿the pain went right away¿ after the ntg dose. On (B)(6) 2013 at 10:18, the ck was 123 (nl 308, ratio <1), the ckmb was 2.5 (nl 3.60, ratio <1) and the troponin was 0.25 (nl 0.06, ratio 4.17). Her pro-bnp was 1285. It was felt that the patient required higher level of care and she was transferred to another facility on the same date on (B)(6) 2013. On admission, she presented with demand ischemia in setting of atrial fibrillation with rapid ventricular response. On (B)(6) 2013 at 18:10, the ck was 155 (nl 160, ratio <1), ckmb was not tested, and the troponin t was 0.12 (nl 0.03, ratio 4). On (B)(6) 2013 at 05:52, the ck was 137 (nl 160, ratio <1), ckmb was not tested, and the troponin t was 0.13 (nl 0.03, ratio 4.33). The ECG core lab reported intermittent atrial fibrillation, persistent recent/acute anterior st depression, persistent recent/acute inferolateral st depression, and no new q waves. The patient was started on heparin drip and was continued on asa and clopidogrel. Diltiazem was added, and metoprolol dosage was increased. Further, the patient self-converted and remained in normal sinus rhythm. Myocardial perfusion study on (B)(6) 2013 revealed a large, predominantly reversible defect involving lateral and inferior walls; hypokinetic septum, consistent with prior cardiac surgery and lvef of 65%. Impression: a large area of ischemia involving the cx and possible the rca distribution with a mild area of superimposed scar. Repeat angiography on (B)(6) 2013 revealed significant stenosis in the lmca, a 3-vessel cad with total occlusion in the mid lad, a 95% stenosis in the proximal first left posterolateral branch of cx, and severe diffuse proximal disease in the rca; patent lima to the lad, obstructive disease of the cvg to the r-pda, patent svg to the 1st om (target vessel). The patient¿s coronary anatomy was not felt to be stentable nor was she a good candidate for another CABG. Medical management was opted and noted to be extremely important. She was continued on thienopyridine medication and asa 81 mg indefinitely with a plan of placing the patient on coumadin. The site reported an event of non-q wave mi on (B)(6) 2013 that was managed medically. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the cypress study, the patient had a cypher 2.25 x 8 stent implanted in the saphenous vein graft (svg) to the first obtuse marginal (om) branch target lesion during the study index procedure. Approximately three and one half (3 1/2) years after the study index procedure, the patient experienced a non-q wave/non-st elevation myocardial infarction (mi) and paroxysmal atrial fibrillation. The event was a mae ¿ myocardial infarction/ischemic event/recurrent ischemic symptoms lasting 10 minutes or more. The patient was managed medically and responded to treatment. The patient was hospitalized for three (3) days. The event was reported to be unrelated to the study device, study drug, or the index procedure. The event resolved without sequale. The patient was noted to have three vessel disease at the index procedure. One target lesion /vessel was treated during the index procedure. The patient presented with acute coronary syndrome (acs). The svg to the first om branch target lesion was reported to be: de novo, 2.5 mm. Reference diameter, 8 mm. In length, not heavily calcified, extreme/severe tortuosity, absent of thrombus, a 95% stenosis, and type c. The lesion was pre-dilated. The flow pre and post-procedure was timi 3. The cypher 2.25 x 8 mm. Stent was deployed at fourteen atmospheres (14 atm.). The stent was post-dilated. The residual stenosis was 0%. There were no reported procedural complications or adverse events reported prior to discharge. The patient was discharged the day after the procedure. The device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The patient was identified as having three vessel disease during the index procedure. The reported events of non-q wave/non-st elevation myocardial infarction (mi), and paroxysmal atrial fibrillation are known complications occurring in patients with identifiable cardiovascular disease. The events were managed medically with no further coronary angiography or coronary intervention noted. Review of the information suggests that possible patient- previous CABG, previously revascularized vessel, family history of coronary artery disease (cad), hyperlipidemia, hypertension, previous mi ((B)(6) 2003), congestive heart failure (chf), and diabetes mellitus type ii; vessel-three vessel disease/previous CABG/prior pci; and pharmacological factors that may have contributed to the reported events. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by the (B)(4) study, the patient had a cypher 2.25 x 8 stent implanted in the saphenous vein graft (svg) to the first obtuse marginal (om) branch target lesion during the study index procedure. Approximately three and one half (3 1/2) years after the study index procedure, the patient experienced a non-q wave/non-st elevation myocardial infarction (mi) and paroxysmal atrial fibrillation. The event was a mae ¿ myocardial infarction/ischemic event/recurrent ischemic symptoms lasting 10 minutes or more. The patient was managed medically and responded to treatment. The patient was hospitalized for three (3) days. The event was reported to be unrelated to the study device, study drug, or the index procedure. The event resolved without sequale. The patient was noted to have three vessel disease at the index procedure. One target lesion /vessel was treated during the index procedure. The patient presented with acute coronary syndrome (acs). The svg to the first om branch target lesion was reported to be: de novo, 2.5 mm. Reference diameter, 8 mm. In length, not heavily calcified, extreme/severe tortuosity, absent of thrombus, a 95% stenosis, and type c. The lesion was pre-dilated. The flow pre and post-procedure was timi 3. The cypher 2.25 x 8 mm. Stent was deployed at fourteen atmospheres (14 atm.). The stent was post-dilated. The residual stenosis was 0%. There were no reported procedural complications or adverse events reported prior to discharge. The patient was discharged the day after the procedure.